Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that after an hour of use with the listed device, leaking occurred. This was the initial use of the product and cuff patency was checked prior to use. Tracheostomy tube was changed without issue. No adverse health outcome resulted from this event.

Manufacturer narrative:
One tracheostomy tube was returned for evaluation. During visual inspection, scuff marks were observed on the top and sides of the device cuff, no signs of wear were noted on the remainder of the device. Functional testing revealed that the cuff was unable to inflate. Further inspection revealed a pin sized hole located on one of the scuff marks. To confirm the location of the leak, the device was fully submerged in water and re-inflated; a leak was observed to originate from the pin hole sized hole on the scuff. Investigation was unable to determine the exact cause of the pin sized hole; however, manufacturing performs a 100% leak test prior to product release; had the hole been present at that time, it would have been detected and the device would have been scrapped. No evidence was found to suggest the reported event was related to an intrinsic product problem.